Manufacturer narrative:
The product was received and the complaint was confirmed. The tip of the conquest micro-punch is broken on the movable blade of the instrument. These types of breaks have been further investigated and trended. Corrective action was implemented. The shear pin has been given a new heat treat process to ensure the shear pin breaks before the instrument tip. If a failure is to occur, the desired failure mode is in the shear pin and not any other part of the instrument. The lot number for this complaint product is 5023b which indicates that it was manufactured before the changes were implemented from the corrective action investigation. The first lot of this product manufactured with the new shear pin was 11054a. No further corrective or preventative actions are needed at this time. Root cause: design.

Event description:
Customer reported that the blade of conquest scissor punch broke during surgery. According to the customer, the instrument was used during typical procedure. As customer informed, he noticed the broken part, which he removed from the operating field. According to the customer, there was not imminent danger for the patient.